Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis.

Event description:
It was reported that while using bd facs¿ sample prep assistant iii leakage of biohazard not contained within instrument. There was no report of user impact. The following information was provided by the initial reporter: it was reported by the customer wash tower overflowing. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? No. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination/bleach? Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report number was sent in error. The leakage was contained and therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd facs¿ sample prep assistant iii leakage of biohazard not contained within instrument. There was no report of user impact. The following information was provided by the initial reporter: it was reported by the customer wash tower overflowing. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? No. 3) was there spray of liquid under pressure? No. 4) what was the fluid that leaked? Biohazard. 5) did biohazard leak before or after waste line? Before waste line. 6) was the waste mixed with decontamination/bleach? 7) was the customer/bd personnel physically in contact with the fluid? No.